Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five months ago. Aneurysm and vessel morphology were not reported. It was reported that the stent graft was implanted too high and partially occluded one of the renal arteries. Four months post implant thrombus had started to build up at the ostium of the renal artery and the decision was made to implant a renal stent at a later date. The renal stent was successfully implanted. No additional information was provided.

Manufacturer narrative:
Results: arterial and venous occlusion. Stent graft was originally implanted too high. Conclusions: stent graft was originally implanted too high. Required secondary intervention.